Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and there was a firmware error message/code. The firmware initiated a power on reset on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and there was a firmware error message/code. The firmware initiated a power on reset on (B)(6) 2011. The preliminary analysis noted that the device had a large number of pors all for the same reason code - firmware initiated operation code (opcode) error. Further analysis confirmed the reported failure condition. During the analysis, a high voltage event damaged the hybrid compromising the failure condition. The analysis was terminated with no cause of failure identified.

Event description:
It was reported during initial implant, the device had a power on reset prior to being implanted. The device was not used. No patient complications have been reported as a result of this event.